Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be signal loss due to the transmitter and app were not being able to restore the connection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of an unknown transmitter issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.